Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 10-15 ml of cleaner that leaked onto the counter, and was not contained within the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, eye wear, and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found disconnected tubing at pinch valve pv43. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).